Event description:
Sizing of the ivc determined from (B)(6) 2012 CT image (15.9mm-20.4mm). Due to the previous reaction to contrast, the filter was placed "blind" via l femoral approach with minimal tilt based on intraoperative x-ray. Distal aspect of filter placed at l3-l4 with hook positioned near l2. Successful placement of filter, patient later discharged. Patient returned 1-2 weeks after filter placement complaining of shortness of breath and chest pain. Since patient had a filter in place, patient was evaluated for mi. Chest x-ray showed the celect filter had migrated to right atrium of the heart (near t10-t11) and was situated with 70-80 degrees of tilt. Endovascular retrieval of the filter was discussed but not considered a viable option. The patient was transferred to (B)(6) hospital where the filter was removed and retrieved successfully and the patient is recovering well.

Manufacturer narrative:
Investigation is still in progress.